Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was ¿high¿ on cgm. The customer addressed the elevated bg with a manual dose injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Serious injury and remove clinical code: 4582. Serious injury and remove clinical code: 4582.